Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was bent and would no longer work to charge the pump. Additionally, the pump battery charged slower than expected. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 176 mg/dl.